Manufacturer narrative:
Internal complaint reference case: (B)(4). The reported device, intended for use in treatment, was returned to the designated complaint unit for independent evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection of the returned device noted discolored housing. Functional evaluation revealed dark screen display, no image was visible. The complaint has been confirmed and the root cause has been associated with an electrical component failure. Factors that could have contributed to the reported event include a failed image sensor. The device has been in service for over 5 years, thus any malfunction presented at this point in time would not be related to the manufacture of the product. A complaint history review concluded this was a repeat issue.

Event description:
It was reported that the camera head had a problem of ccd image sensor. No case involved. Therefore, there was no patient involved. Results of investigation have concluded that this unit had a dark screen display and no image was visible which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.